Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).

Event description:
It was reported that during a reprogramming session, it was discovered that both of the patients spinal cord stimulator (scs) leads had significant impedances. The physician was able to remove both of the scs leads, however, was unable to implant the new ones due to patients restless leg syndrome (rls).

Event description:
It was reported that during a reprogramming session, it was discovered that both of the patients spinal cord stimulator (scs) leads had significant impedances. The physician was able to remove both of the scs leads, however, was unable to implant the new ones due to patients restless leg syndrome (rls). Additional information was received that the explanted devices will not be returned per physicians preference.